Manufacturer narrative:
Initial

Event description:
It was reported that the ilet pump¿s screen and bezel separated, and while the screen illuminated, no text or display was visible; the issue was associated with a display component and characterized as a loss or failure of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the patient was advised to consider alternate therapy and continue cgm via dexcom app or receiver. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem, with the medical device problem attributed to loss or failure to bond involving the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.